Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 414 mg/dl. The customer reported that they had issues filling the insulin vial. The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 244 mg/dl at the time of call. The customer reported that the insulin flow blocked alarm was resolved by a complete set change including the reservoir. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.